Manufacturer narrative:
Unit received with detached end cap. Unable to perform any test due to detached end cap.

Event description:
The customer reported via phone call that the insulin pump edge was cracked. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The insulin pump will be returned for analysis.